Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: patient burn. Probable root cause: safelight design; boot material; light source; use error. Lot number is unknown; therefore, manufacture date can not be confirmed. (B)(4).

Event description:
It was reported that a burn was caused by the heat of the light cable retractor. The burn was noticed on patient a wound closure.